Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external devices it was reported that the patient asked if they could have magnetic resonance imaging (MRI) with the pump. The patient stated he could not get a bolus. The screen comes up with the circle and arrow and says to hit this and they hit it and it did not even try to find the pump. The handset showed they get the bolus, but they did not get the bolus. The patient service assisted the patient to clear data, after clearing the data, the handset and the communicator did not connect. The handset showed connecting but they could not find the pump area. The patient did not have any falls or trauma. The agent asked the patient to plug the communicator into the power outlet and the communicator light indicated communicator need to charge. The agent could not get the handset serial number because the communicator needs to charge up. The agent recommended charging the communicator and callback for assistance if necessary. The issue was not resolved through troubleshooting. Additional information was provided from a consumer stated that the external equipment never worked right since they got it. They had called about two weeks ago, and the agent had them change a bunch of stuff and then the equipment worked for like a day but now it was not working again. The handset acted like it was delivering a bolus when it really was not. The handset would go around, and it did not matter if they were using the communicator or not. The agent reviewed general use of external equipment with the patient. The agent had the patient ensure that only the handset bluetooth and location services were on then to turn off the communicator, close all application on the handset, and then attempt to connect to the pump. The patient confirmed that they were connected to the pump. The agent asked if they pressed to deliver a bolus because the patient said that the equipment would do things all by itself and deliver a bolus. The agent understood that the patient was seeing the handset play through the tutorials and that was why they were thinking that the handset automatically went through things and delivered boluses for them without them doing anything. Pt then confirmed that they were seeing the tutorials screens. The agent was trying to guide the patient through checking the box to not have the tutorials automatically come up when connecting to the pump, however, the patient kept tapping things and not following the agent¿s instruction. The patient kept exiting the ¿myptm¿ application and getting into different things on the handset. The agent made several attempts. The patient eventually saw the therapy screen and that the bolus they had requested were delivered with their current lockout showing. The patient will call patient service back if further assistance is needed.